Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server window appearing on the system configuration. The customer stated that the issue was affecting multiple stations, and they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations windows appeared during the system configuration. A technical support specialist logged into the station; it was observed that the application was not starting properly following the application configuration. It was identified that the issue stemmed from the devices being set up with a domain, which conflicted with rss (remote support service) agent version 4.12. An rss ticket was created, and the rss agent requested access to a device that was not in use for troubleshooting purposes. An attempt was made to contact the pharmacy, but they were unaware of any bluescreen issues and advised reaching out to the customer directly. Upon contacting the customer, it was confirmed that the issue had already been resolved by another agent.

Event description:
It was reported by the customer that a bd pyxis¿ es server window appearing on the system configuration. The customer stated that the issue was affecting multiple stations , and they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.